Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, to have abutment exchanged for a longer model. There was no soft tissue removal reported. The patient has resumed use of the device.this report is filed (B)(4), 2013. (B)(4): implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the abutment. The patient underwent a surgical procedure on (B)(6) 2013, however; surgical details have not been made available as of the date of this report, (B)(4) 2013. Additional information has been requested but has not been made available as of the date of this report.